Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl with moderate ketones. Manual injections were administered and bg level decreased to 482 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.